Manufacturer narrative:
(B)(4). D10 medical devices: femur trabecular metal posterior stabilized (ps) standard porous catalog#: 42500806401 lot#: 64946779. Articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog#: 42512400710 lot#: 65417107. All-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 65641366. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately one year post-implantation due to tibial pain. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.